Manufacturer narrative:
Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results shows a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that after intraocular lens (iol) was inserted into patient's left eye, it (lens) dropped into posterior chamber. It was noted that following lens removal, a vitrectomy was performed. Incision was not enlarged. Replacement lens was an anterior chamber non-amo lens, lens model and serial number were not provided. Patient was noted to have recovered with an outcome that does not significantly interfering with activities of daily life. No further information has been provided.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.